Manufacturer narrative:
Investigation description: complaint confirmed and duplicated. The device was powered on and the "unable to proceed" error appeared when attempting to rewind. After 5 unsuccessful attempts to rewind, alert 42 was annunciated. Upon opening device, the encoder magnet was found not fully seated.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during and after a factory reset, including after a rewind and restart, and a replacement device was arranged with instructions provided to shut down, return the device, and complete startup on the replacement. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy with guidance to use backup therapy and continue cgm via app or receiver. Investigation included agent-led troubleshooting to rewind, restart, and proceed through setup, verification of shipping and return logistics, and review of historical device return status. Investigation of this case revealed that the alert could not be cleared through standard troubleshooting and the device was considered malfunctioning and not fit to continue use. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unspecified internal component. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.